Manufacturer narrative:
(B)(4). Event date - 2015. Therapy date - 2015. Reported event was unable to be confirmed due to limited information received from the customer. Device history record could not be reviewed as lot number is unknown. Complaint history review determined no action is necessary as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a procedure, the screw became caught by the hinge system and broke the screwdriver. No patient injury has been reported as a result of the event. Attempts to obtain additional information have been made; however, no more is available at this time.